Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the surgeon had to cut out the lens out of an eye due to lens had line after unfolding. The procedure was completed on the same day without any patient harm.

Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of healon as a viscoelastic, which is not qualified for use with model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received that the lens had line done center of lens after unfolding.